Event description:
Alert: svc lead impedance warning on (B)(6) 2023 for >200 ohms. Threshold is 200 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).